Event description:
It was reported that the patient had high impedance with an ohms value >10,000ohms. . It was indicated that the physician would likely disable device and send the patient for x-rays. The patient was also experiencing chest pain at the generator site, but it was unknown at the time of the report if the pain was related to the high impedance and/or occurring with stimulation. Attempts for additional information have been unsuccessful to date. Revision is likely however it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the high impedance was first observed on (B)(6) 2012 and the pain was first observed in (B)(6) 2011. No manipulation or trauma suspected and the physician indicated that the pain was not occurring with stimulation. The cause of the pain is unknown, as is its relationship to vns. It was stated that the vns has been programmed off; however programming history was not provided. It was also indicated that x-rays were taken, however they have not been sent to the manufacturer for review.